Event description:
On (B)(6)2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient reported blood glucose results of "157 mg/dl" with the subject meter and "82 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with levemir insulin. Due to the alleged issue, the patient reportedly administered self an increased dose of insulin (amount not specified). After the start of the alleged issue, the patient claims he felt a symptom of weak. Treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. A control solution test was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being ruled out as a reportable event due to the following conclusion(s): there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "weak" does not meet lifescan's criteria for a serious injury. There is no evidence the patient received medical treatment for an acute complication of diabetes. In addition, there was no evidence that the product malfunctioned based on cca troubleshooting. Lifescan (lfs) received the meter and test strips on (B)(4) 2012. Lfs completed device evaluation with the returned meter on (B)(4) 2012 and returned test strips on (B)(4) 2012. The returned meter passed testing and was within specifications; however, investigation revealed that control solution testing with the returned test strips was above the expected range. This complaint is now being reported due to the device evaluation investigation results.